Manufacturer narrative:
The field service engineer (fse) replaced the sample probe and the sample wash collar to resolve the issue. (B)(4).

Event description:
While troubleshooting a tg (triglyceride) calibration issue at a customer site, the field service engineer (fse) performed carryover testing on the unicel dxc 600i synchron access clinical system. The test failed, indicating that there was carryover occurring on the instrument. No erroneous results were generated.